Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor needle was separated from the sensor base; unable to confirm the insertion anomaly due to the customer only returned the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke and left part of the sensor inside the inserter. Customer indicated that the sensor was placed on a table and the needle broke when the inserter was placed on top of it. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for the sensor but customer was advised that the sensor would be replaced and to return the product for analysis.